Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller 2.0 / serial #: (B)(4) / model #: 1420 / catalog #: 1420 / expiration date:2018-06-30 / UDI #: (B)(4), device evaluation anticipated, but not yet begun, mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an electrical fault alarm and a controller fault alarm. The electrical fault was resolved shortly after it occurred. It was also report per the log files that there was above normal power consumption. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The hvad pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing; visual inspection under 10x magnification revealed hairline cracks around power ports 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on an investigation the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Review of the controller log files revealed an electrical fault alarm logged on (B)(6) 2018 at 13:29:15 due to an open phase on the front stator, causing the pump to run on the rear stator only. The electrical fault alarm cleared at 13:29:24. No controller fault alarms were logged within the analyzed period. As a result, the reported "electrical fault alarm" event was confirmed but the reported "controller fault alarm" event was not confirmed. Log file analysis also revealed consistent power consumption above normal operating range between (B)(6) 2018 and (B)(6) 2018; no high watt alarms were logged within the analyzed period. As a result, the reported "above normal power consumption" event was confirmed. Based on the available information and the risk documentation, a possible root cause of the electrical fault alarm event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Based on the risk documentation, a possible root cause of the high power event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Additional products: controller / serial #: (B)(6) d10: yes, return date: 2018-11-06 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 180, 3213 h6 FDA conclusion code(s): 12, 4315. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.